Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The lay user/patient reported an inaccuracy with the lifescan meter when comparing the results to the user's normal feelings or normal readings. This complaint is being reported because the control solution test result was out of range and it was not resolved with troubleshooting, even though such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There was no indication that the product caused or contributed to an adverse event.